Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and observed a damaged sample probe. The fse replaced the ise sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results with high anion gap for ise (ion selective electrolyte) on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample. Patient demographics were not provided.